Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an wallflex fully covered esophagal stent rmv was implanted in the esophagus to treat an esophageal fistula during an esophageal fistual stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, during removal of the delivery system, the white tip broke off. The detached tip was removed, and the procedure was completed. There were no patient complications reported as a result of this event.